Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered. The model# was not provided. The manufacture date could not be determined.

Event description:
The customer received a blood glucose reading of 119mg/dl on the breeze2. She retested on a different meter and the reading was 69mg/dl. She felt weak and tired so took a glucose tablet and ate some crackers. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. There was no evidence of an adverse event. Strip information was not provided. Strips were not expected to be returned for evaluation. A new kit was sent to the customer.